Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389-28 lot# va2nhqv implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type lead product ID neu_stylet_acc lot# serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2024. Product type accessory. H3: analysis determined that there was a short between circuits in the body of the lead; consistent with overstress damage. Analysis identified that the stylet coil was perforated by the stylet on the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389-28, lot# va2nhqv, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID neu_stylet_acc, serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type accessory. Analysis of the stylet had shown that the handle was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stylet was broken inside of the lead out of the box but since it was inside the lead, the surgeon noticed it after it was used on the patient - when they placed the lead and tried to remove the stylet. The cause was unknown. They tried to pull the stylet but only half of it came out and was broken. They used another lead for surgery but the issue wasn't resolved. It happened during the operation.

Manufacturer narrative:
Continuation of d10: product ID 3389-28, lot# va2nhqv, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead d10: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, implanted: (B)(6) 2024, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.